Event description:
A zimmon biliary stent was placed in the bile duct. The exact date of placement is unknown. About 30 days later, when the physician held the pigtail part with forceps to remove the stent, the pig tail part became separated. All broken parts were removed from the patient successfully. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The customer reported the following complaint issue - "a zimmon biliary stent was placed in the common bile duct. The exact date of placement is unknown. About 30 days later, when the physician held the pigtail part with forceps to remove the stent, the pig tail part became separated. All broken parts were removed from the patient successfully. The physician told the sales rep that he had the same experiences twice in the past. ((B)(4))". The patient did not experience any adverse effects due to this occurrence. The information provided confirmed the device involved in this complaint to be a zebd-7-7 device. The lot number was not provided, therefore it was not possible to check if any of the affected lot remained in stock. The device involved in this complaint was not returned to cook (B)(4) for evaluation. Therefore, the customer's complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. A possible cause of the breakage may be attributed to the method and manner of removal of the zebd stent from the patient. The use of a forceps to grip the stent for removal may have caused a weakened area in the stent, or may have severed the stent but this cannot be confirmed. Excessive force may have been applied when the device was removed from the patient. The tensile strength of the plastic stents has been tested and shown to be more than sufficient for stent removal. However, as the actual device involved in this complaint was not returned for evaluation and the conditions of removal cannot be replicated, it is not possible to conclusively state if this is the cause of this complaint. As the lot number of the device involved in this complaint was not provided. It was not possible to conduct a review of the relevant manufacturing records. Prior to distribution, all biliary stent devices are subjected to visual inspection and functional checks to ensure device integrity. The biliary stent is intended for one time use. This device is used to drain obstructed biliary ducts. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.